Event description:
It was reported that an out-of-box failure occurred. The healthcare provider (hcp) had difficulty advancing a new lead into the implantable neurostimulator (ins). A new ins was opened and the hcp was able to advance the lead. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).